Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive because the implicated device was not returned for evaluation. The product returned for evaluation was one 22ga x 1¿ ez huber safety infusion set. The sample was received in its original sealed packaging. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Microscopic inspection of the sample was unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, the sealed and unused state of the returned sample indicated that it was not the device implicated by the complainant. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of rect0218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the ez huber needle leaked at the y-site onto the patient during the administration of chemotherapy.